Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that after the pump stalled on (B)(6) 2016 it could not be restarted.

Manufacturer narrative:
Analysis of the pump sn (B)(4) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing.

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving clonidine 300 mcg/ml at 199.7 mcg/day via an implantable pump. The pump stalled a first time on (B)(6) 2016 and was restarted on (B)(6) 2016. It stalled a second time on (B)(6) 2016 and it was decided to replace the pump to avoid further discomfort to the patient. The pump was replaced on (B)(6) 2016. The patient showed signs of withdrawal. Use of off-label drug in the pump may have led or contributed to the issue. The patient status was alive ¿ no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.